Event description:
A (B)(6) male pt called zoll customer support to report that the battery pack he just received was displaying a fault. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery fault) is being investigated. As received, the battery would not charge in the charger or power on a monitor. Upon eval the battery cells had an output voltage of 11.9v. A root cause investigation is currently underway at the supplier, itech. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.